Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient experienced the medical symptoms (discomfort, headache and tinnitus) which was subsequently treated with the administration of steroids (specific date is not reported).